Manufacturer narrative:
A.5 ethnicity and race are unknown. The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 75-year-old female patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The medical staff observed an abrupt decrease in flow when performing an introducer exchange. The medical staff then performed a fluoroscopy and observed a cannula kink near the outlet. The medical staff tried to rectify the kink with rotational maneuvers without success. The medical staff then decided to replace the impella cp with another without complications. The patient survived the event and remained stable.

Manufacturer narrative:
The investigation for the product damage has been completed. Data was not returned for review. The impella was returned for evaluation. Visual inspection found a kink on can about 15 mm from outflow cage can cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was kinked cannula due to improper technique while exchanging the introducer. D4-corrected model number f76/f8 should have been left blank in the initial report.